Event description:
Pt gave herself a bolus of insulin with her insulin infusion pump in preparation for a meal. Her blood glucose level rose. She went to the hospital where she was admitted for diabetic ketoacidosis. Her blood glucose level at the hospital was higher than at home. They checked her pump and found that the screen was blank, there were no sounds nor error messages. They tried new batteries, but the pump would not operate. The pt was treated with intravenous insulin.